Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that lead dislodgement was observed on the ra lead. After lead was repositioned low impedance and intermittent sensing anomaly was observed. Lead was explanted and replaced. Patient was stable and discharged.